Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic gastrectomy, after the jaws of the device were articulated; the device did not react. The reload was unable to be removed from the adapter. To complete the procedure, a new device was used. No patient injury.